Event description:
MRI occurred on (B)(6) 2013. Pump was not interrogated after MRI until (B)(6) 2013 refill. Tube set message (48 hours later)appeared on (B)(6) 2013 which is expected since telemetry state was not cleared following MRI. Motor stall recovery today. No symptoms. Volumes are accurate at refill. The device system was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).